Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used on an unknown procedure performed on (B)(6) 2025. During the procedure, the channel became blocked due to foam from the biopsy cap. There were no patient complications reported as a result after this event.